Manufacturer narrative:
The insulin pump had an intermittent button response due to moisture damage keypad trace. No button error alarm noted. The insulin pump had minor scratched lcd window, cracked case near display window corners, battery tube threads cracked and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they received a button error alarm that they could not clear. The customer's blood glucose was unknown. Customer stated, they did not press any buttons for three minutes or longer. Customer was advised the insulin pump will be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.